Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. Customer declined a replacement pump and was going to reach out to diabetes educator.